Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was dim and discolored. A test screen was placed on the pump and the display showed normally. Unrelated to the complaint, the pump's history showed multiple low battery alarms. No defect was found with the battery cap or battery compartment. No power loss was observed during testing. No evidence of moisture or damage was found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).